Event description:
It was reported by the patient that the previously working remote monitor continues to beep whenever plugged in. The monitor cannot but turned off or on by the start/stop button. It was also reported that the clinic has tried to get an automatic reading to no avail. The return and replacement of the monitor is pending. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.